Event description:
Account requested repair of bed. Technician found the bed had no trendelenburg function. No pt impact.

Manufacturer narrative:
Technician discovered that the trendelenburg assembly is damaged. The technician replaced the trendelenburg assembly to resolve the issue.